Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having "chronotropic issues" and t-wave oversensing (twos) was observed on the right ventricular (rv) lead. It was indicated the patient has a history of twos post ventricular pace, previous reprogramming has been done but the twos continues. The lead remains in use. No further patient complications have been reported as a result of this event.